Event description:
A user facility reported that an air leak was observed from the channel of the evis lucera duodenovideoscope. During a standard service inspection of the customer returned device, there was a gap between the plastic cover and the tip cover. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, there was a gap between the plastic cover and the tip cover, water tightness not maintained, discoloration of the tip cover due to handling, insufficient bend angle due to angle wire elongation, and water coverage observed on the electrical connector were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. The event can be prevented by following the "operation section handling and general precautions" in the instructions for use. Olympus will continue to monitor field performance for this device.